Event description:
It was reported that the patient had his inflatable penile prosthesis device removed due to unspecified reason. A new cx inflatable penile prosthesis consisting of 21cm x12mm cylinders, pump, and reservoir were implanted.

Event description:
It was reported that the patient had his inflatable penile prosthesis device removed due to unspecified reason. A new cx inflatable penile prosthesis consisting of 21cm x12mm cylinders, pump, and reservoir were implanted. Additional information received indicated that the patient was unable to pump up the device due to fluid loss as the pump goes flat. The onset of symptoms was (B)(6) 2018.